Event description:
On (B)(6) 2026, the patient underwent a femoral angioplasty during which a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended for implantation in the femoropopliteal artery. The procedure was performed via an 8f merit introducer sheath using a 0.035" terumo rigid guidewire, and the target lesion was pre-dilated prior to device placement. During the procedure, a 7×15 viabahn endoprosthesis was implanted within the same procedure. The subject viabahn device was positioned to overlap this previously deployed device segment. When the physician attempted to deploy the 8x15 viabahn device by pulling the deployment line, the device failed to deploy. More than half of the deployment line was pulled; however, deployment was not achieved. Resistance was encountered during line retraction, and the deployment line became stuck. Additionally, bowstringing was observed at the tip of the device when pulling the deployment line. The deployment line was not pulled excessively hard or rapidly. No device expansion was noted at any point during the deployment attempt. The device was subsequently removed through the sheath without complication. The procedure was then successfully completed using a new viabahn device. The physician indicated a suspected malfunction of the device¿s release mechanism, noting that despite substantial retraction of the deployment line, the device did not deploy as intended.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. The investigation and analysis conducted for the complaint indicate that the reported allegation is related to deployment difficulty and/or failure of the viabahn® device. Available evaluation findings, including review of returned items and other relevant complaint information, did not identify a new device anomaly, manufacturing-related issue, failure mode or risk associated with this event. Additionally, an evaluation of available items in relation to the reported deployment difficulty and/or failure is impacted by the condition of returned items and differences between procedural and benchtop deployment, including but not limited to, zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. Similar complaint investigations have demonstrated a functional deployment constraint mechanism following physical device evaluation within a laboratory setting with no findings upon which to pursue further escalation actions. A review of manufacturing records for this device confirmed production details indicating that pre-release device specifications were met. Based on the available findings, no remedial, corrective, preventive, or field safety action was required at this time. This type of occurrence will continue to be monitored and trended, and appropriate action will be taken if warranted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.